Event description:
Plates and screws implanted in spinal column 8/5/92. Rptr has been very restricted since. Required two months physical therapy in 1993. Screw broken on 3/23/94. Will require surgery to removed pedicle screws and plates and possible bone graft to replace plate and screws. Outcome unknown, permanant damage unknown, amount of damage unknown until removal and recovery from operation. This info was submitted as follow-up 06/24/94: in 6/94, x-ray found one broken screw and possibly a second one. Surgery recommended to remove screws and plates immediately before further damage, plus another bone graft with no guarantees.